Manufacturer narrative:
Correction: b1, b2, b5, h1 and h6 for serious injury and noise complaint that were missing.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock and noise oversensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: h6 for serious injury.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed inappropriate shock on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.